Event description:
It was reported that the autoclavable camera head exhibited the main screen turned black and the camera head was malfunctioning. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
E1 - city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.